Event description:
I've had problems with 2 of my truetrack smart system glucose meters by sunmark. I had to get new meters each time as it is my reserve glucose meter so I have to pay for the strips out of my own pocket. The one-trackease smart system- I used as my main meter, the strips are paid by medicare. On both they stopped working without warning. The 2nd time I ended up in the emergency room as I couldn't tell how low my blood sugar really was. It was very, very low glucose reading that was 39 in the ER. I also had chest pains and very cnfused. There was no one else in the apartment besides me when I became very confused and needed to go to the ER. My strips had run out for my main meter so I was replying on the truetrack meter at the time.